Manufacturer narrative:
The initial reporter also notified the FDA on 14 february, 2020. Medwatch report # mw5093032me. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use of an unspecified vacutainer blood collection tube erroneous results occurred. The following information was provided by the initial reporter: "magnesium run on one specimen was different result than other specimens".